Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing, leading to an inappropriate shock. The patient is programmed to vvi at 45 beats per minute. The local representative believes the noise was from a vibrator used during physical therapy. However, the noise continued after the shock. The patient has a slow intrinsic heart rate but there was a report of inhibition of pacing.